Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the motherboard shut off. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the system motherboard switched off. The system was unable to boot up and locked up. There was no reported patient harm. The company service representative examined the system and confirmed that the reported events were replicated, as the system would not boot up. The central processing unit (cpu) host assembly was replaced. The system was then tested and met all product specifications. The system was manufactured on march 26, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming central processing unit (cpu) host assembly. (B)(4).

Manufacturer narrative:
Corrected information provided in additional MFR narrative. Additional information provided in describe event or problem, and evaluation codes. The original MDR date received by MFR date of 14-feb-2017 was incorrect. The correct date received by MFR date should have been 31-jan-2017. (B)(4).

Event description:
New information received from the customer stating the system also locked and would not start up.